Event description:
It was reported that the right atrial and right ventricular leads dislodged. The patient was reaching for something and noted a "strange sensation in (the) chest" shortly after the leads were implanted. At a routine follow-up, a chest x-ray confirmed the leads were dislodged. The right atrial lead was repositioned and remains in use. During repositioning of the right ventricular lead, the patient became dependent and so a new lead was implanted and the other lead removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).